Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor could not find sensor signal. It was found the sensor had a missing cannula upon removal. Blood glucose level at the time of the incident was 5.2 or 5.6 mmol/l. The customer was advised that the sensor would be replaced. The product is expected to return.